Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as "repetitive peritonitis". The cause of peritonitis was unknown. One day prior to the peritonitis diagnosis, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin (1 gram, intravenous, every 4th day, duration not reported) and ceftazidime (1 gram, daily, route and duration not reported) for the event. At the time of this report, the patient was not recovered from the peritonitis event. On an unreported date, pd therapy was discontinued and the pd catheter was removed. No additional information is available.